Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined that the cutter did not pass testing and cutter gear and collar needed to be replaced; however, the repair was not completed because the cutters are not fully repaired. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that there was an incomplete mesh taken from previously recovered cadaver skin. Product evaluation investigation complete. Cutter did not pass the cut test. No adverse events were reported as a result of this malfunction. No additional event information available.